Manufacturer narrative:
Device will not be returned. Retained by the hospital. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that during a bone biopsy the surgeon was using an extraction tray and broke crown drill and punch during the procedure.